Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was high. No symptoms were mentioned regarding the high blood glucose. The patient's blood glucose at the time of incident was 500 mg/dl, which she treated with manual insulin injections. Troubleshooting was declined and the customer instead received assistance on how to program her replacement insulin pump. No products were returned or replaced.